Event description:
It was reported that a lc210 was used during a pelvic clearance for cancer procedure. It was reported by the affiliate that this was first or second use of the instrument and it was scissoring clips. The jaws may be not aligned. There was no consequence to the pt.